Event description:
Reporter stated that some of the device's internal contacts are blackened. No associated injury was reported. The problem was first discovered in a hospital. Technical support requested the return of the suspect product and replacement product was shipped.